Manufacturer narrative:
Visual and functional testing of the returned introduce/dilator revealed no abnormalities. The dilator was inserted and advanced through the entire length of the introducer and snapped into the hub with no abnormal resistance encountered microscopic inspection revealed no abnormal surface anomalies in the introducer or dilator. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The cause for the reported event remains unk.

Event description:
It was reported that at the beginning of an atrial fibrillation ablation procedure, the physician introduced a cs catheter and an ablation catheter into the heart. The ablation catheter was used to mark the his. The introducer and dilator were inserted into the right atrium. As this was the patient's second atrial fibrillation ablation procedure, it was known that the pt had a pfo. Intracardiac echocardiography was not used for this procedure. Without using the transseptal needle, the sheath and dilator easy advanced into what appeared to be the left atrium through the pfo. When the dilator was removed, the sheath seemed to drop down slightly and when dye was injected, the introducer did not appear to be in the left atrium as intended. The physician suspected a possible puncture into the pericardial space or the aorta. The patient's blood pressure was stable and after assessing the situation with tee and fluoroscopy, it was determined a small puncture was made into the thick tissue between the svc and the aorta. The pt developed no symptoms, remained stable and no tamponade was observed. The procedure was completed with no consequences to the pt and no intervention was required to correct the puncture.